Manufacturer narrative:
The customer's allegation was confirmed. In addition, the device evaluation found a failed leak test. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device picture (image) is bright yellow. No patient harm reported.